Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Investigation is completed. This report is an initial final submission. Review of the most recent repair record determined the comb was bent and the side plates were worn. The comb and side plates were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that upon inspection it was found the device was in need of repair for unknown reason. At evaluation investigation the device was found to have a bent comb. No adverse events were reported as a result of this malfunction.